Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt no longer has any auditory sensations. Some of the external equipment has been exchanged but the problem still remains. Testing confirmed that the device has malfunctioned.